Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hallucinations, dizziness nausea, breathing and vision loss and thirst. Once at the hospital the patients pod was removed, the patient was treated with manual shots of insulin and was provided water. The patient was discharged from the hospital after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.